Event description:
It was reported that the system touch panel could not be located. No adverse patient involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Touch panel replaced. The system was tested and found to be working as intended and placed back into service.